Event description:
Customer reports receiving a result of 123 mg/dl on her precision qid blood glucose monitor. Customer then reported fainting and was then sent to the hospital, where she was treated for low blood glucose. Her glucose was not checked until the following morning and the exact treatment administered in unknown.